Event description:
It was reported that the cartridge did not slide onto the pump properly. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 430-431 mg/dl.

Manufacturer narrative:
Device not returned.